Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho novim from march 2007 to 2008. Concurrent conditions included fibromyalgia, gerd, stress incontinence, numbness, tingling, arthritis, loss of sensation, pain in upper extremities, musculoskeletal pain, neck pain, pain in arm, hot flashes, night sweats, mood swings, joint pain and ligament injury. Concomitant products included chlorzoxazone, ergocalciferol (vitamin d2), fluconazole, lorazepam (ativan), nabumetone, ondansetron (zofran) and ranitidine. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), myalgia ("muscle pain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine, citalopram hydrobromide (celexa), aripiprazole, tramadol, metaxalone (skelaxin), gabapentin, duloxetine hydrochloride (cymbalta), bupropion, pantoprazole, anovlar (loestrin) and surgery (total hysterectomy(uterus and cervix removed) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had resolved and the myalgia, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion on (B)(6) 2013 patient undergone for abnormal mammograms and breast ultrasounds. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, fatigue, headache, depression, anxiety, menorrhagia, dyspareunia . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received, reporter added, aka added, demographic added, events added are as follows- vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight gain, anxiety. Events outcome updated, treatment drug, historical drug ,concomitant drug and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), myalgia ("muscle pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, myalgia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, myalgia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.